Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and one photo were provided for evaluation. Visual evaluation was performed and it was noted that the set was broken off at the backcheck valve. Stress marks were present around the caresite side port. While the exact root cause was not determined, the reported defect was confirmed.   Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, increased inspections have been put in place during manufacturing to identify any abnormalities prior to product release. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that multiple blood sets have been cracked between the backcheck valve and the upper y-site resulting in leakage as the preop nurses remove them from the pouch. No injury reported.